Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing episodes as noted when patient presented with unipolar pacing and sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/ short interval counts (sic). Ventricular high rate episodes were recorded in (B)(6) 2015 with apparent non-physiological oversensing seen on the egms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).